Event description:
Free t4 results for one pt sample do not meet clinical picture. Initial free t4 result of 25.9 pmol/l. Same sample repeated using three different methodologies recovered 19.4 pmol/l, 19.7 pmol/l and 15.8 pmol/l. The investigation unit was able to confirm the elevated free t4 values measured by the customer. Sample specific interference was detected